Manufacturer narrative:
On 05/03/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Found the equipment to be fully functional. Patient exam was not protocol: .625 spacing, thickness 1.25. On 05/11/2016 a medtronic representative, following-up at the site, reported the site has been trained on the imaging protocol. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged an inaccuracy and experienced a problem re-registering the patient. No specific measurement, or direction, of the alleged inaccuracy was provided. In trouble-shooting, when switching from one side to the other, the surgeon noted the navigation system was navigating inaccurately. The surgeon attempted to re-register the patient and registration failed multiple times. The surgeon opted to complete the procedure without the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
The instructions for use (IFU) which accompanies this device contains guidance and instructions regarding proper imaging protocols.